Event description:
As reported by the user facility information by bbm sales organization in finland: "suspicion that the device broke the line." Customer statement: "the infusion pump has caused the tubing to break several times during patient use.the patient has been infused with ringer and the tube was found to be broken. Replaced with a new one and noticed a little later that the floor of the ambulance being wet. In hospital meilahti, the patient's blood pressure collapsed and resuscitation was narrowly avoided when it was prepared connected the patient to meilahti's devices and to the cannula of the other hand. No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 24 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-10-14 (specified date of the incident) were investigated. Inside the history files three pressure alarms could be detected (reason for those alarms could not be clarified). Furthermore, no anomalies inside the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self- test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 individual inspection: based on the safety checks protocol, the gab size of the safety clamp was checked. No deviation could be detected. 3.6 individual inspection: for checking the complaint malfunction, an infusion for several days was started. The device worked correctly, and no anomalies could be detected. The line was not damaged after the infusion. 3.7 disassembling: to investigate the inside, the device was disassembled completely. Liquid residues between the housing upper part and the emv shield could be detected (no liquid residues on the mainboard). Furthermore, no damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.